Event description:
On-going issue with medela pump-in style breast pump. Moisture continuously collects in the tubing and has resulted in mold growth. Mold is a serious problem that threatens the well-being of infant. Contacted medela and they have assured reporter that moisture is "normal." Reporter doesn't feel moisture resulting in mold growth should be acceptable as "normal" for any medical device, especially for one delivering nourishment to child. Furthermore, pump has on several occasions backed up and resulted in milk collection in the tubes. Medela advised reporter to boil part of the pump, specifically the membranes, and replace them again when the new ones arrive. Boiling has not totally alleviated the problem so anticipating arrival of new parts. Whatever personal outcome may be reporter feels that there must be a design flaw in this device and recommend further research into the issue.